Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 541 mg/dl while wearing the pod for longer than 48 hours. Once at the hospital emergency room the patient was diagnosed with high blood glucose levels as well as strep throat. The patients parent had called and received assistance on pausing the patient's insulin while in the emergency room. The patient was treated with intravenous insulin. The patient reports they were at the hospital emergency room for 3-4 hours. Once home form the hospital the patient reports they were able to resume treatment with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.